Event description:
Dräger received an ufr with the following statement: " the machine suddenly malfunctioned and became inoperable during operation. The physician immediately replaced it with another ventilator to continue the patient's treatment. Subsequently, the device department was contacted for inspection, which revealed that the ventilator had crashed." There was no patient injury reported.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. The description of complaint cannot be understood, unfortunately. It cannot be determined what the user meant with "the device crashed". A persisting error condition is obviously to be excluded since rebooting the device has reportedly fully restored function. In fact, the description of event would rather suggest that a use error was present. This postulation is based on the following: the device is equipped with self-monitoring functionality. If there is an interrupt in the processing of software routines for whatever reason the device will respond to that by triggering a reboot autonomously. If the reboot could successfully remove the error condition by setting all interrupted sw processes back to a controlled state, the device will continue ventilation with previous settings after the reboot sequence which typically lasts 12 seconds. As per report, the reboot was triggered by a user and not by the device itself due to an error condition - this aspect would lead to the conclusion that the device was in a state before that was not in conflict to the settings made by the user in that moment. Since the presence of malfunction can however not be fully excluded due to lack of relevant information, this report is filed in abundance of caution. It is recommended to have the device checked by authorized personnel to verify that further operation is safe.